Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2019-09881 and 1627487-2019-09882. It was reported the patient's drg system lead at the s1 placement had previously displayed high impedance during programming. Surgical intervention was taken, during the procedure it was discovered the left s1 drg lead was not secured within the ipg header. The physician replaced the ipg and properly reconnected the leads in the header of the new ipg. Postoperative, system impedances were within the normal range. Stimulation therapy was restored and the issue resolved.